Event description:
The customer stated that she tested her blood glucose and received a reading of 418 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 144 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and ended the call. No product will be returned for evaluation.